Event description:
Philips received a complaint by the customer on the v60 indicating that the alternating current (ac) power on/off button was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the alternating current (ac) power on/off button was not working. A service quote for repair was sent to the customer for approval, and the customer accepted. A replacement power switch overlay was ordered for repair. Investigation is ongoing

Manufacturer narrative:
E: (B)(6) .

Manufacturer narrative:
The customer called technical support to report that the alternating current (ac) power on/off button was not working. A service quote for repair was sent to the customer for approval, and the customer accepted. A replacement power switch overlay was ordered for repair. Attempts were made to try to obtain further information about this case, but no case information could be retrieved. This file is closed and can be reopened if new information becomes available.